Event description:
Information received by medtronic indicated that the insulin pump had crack on belt clip. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, cracked retainer. Cosmetic damage at belt clip rails was not confirmed. However, other cosmetic damage was noted.